Event description:
On (B)(6) 2012, customer reported that their dxc 800 pro instrument erroneously generated 1 low creatinine patient result. The result was reported out of the lab. The doctor questioned the result and stated that the patient normally runs higher. Customer repeated the sample on the same dxc instrument, as well as on another instrument in the lab, and those results were reported. There was no adverse effect to the patient or change to treatment or diagnosis based on the erroneous result. Quality control was running within the customer's established ranges. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Customer performed probe and collar wash maintenance. Customer stated that they checked other patient samples and did not find any erroneous results, and customer believed this was a one-time occurrence. Customer did not want service to inspect the instrument at this time. No further issues have been reported.

Manufacturer narrative:
Evaluation: collar wash.